Manufacturer narrative:
(B)(4). The issue has been communicated to the manufacture and is under investigation. A follow-up report will be submitted when more relevant info becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Please refer to the investigation report provided by the manufacturer.